Manufacturer narrative:
Sensor kit expiration date is 30-sep-2021. Customer's medical event occurred on (B)(6) 2021, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified low sensor scans and experienced symptoms of headache, dizziness, and stomach pain. The customer had contact with a healthcare provider who provided insulin (type/dose unknown), aspirin, and zosyn (penicillin antibiotic) as treatment. There was no diagnosis or treatment rendered by the hcp for the reported issue and no further information was provided. No further information was provided. There was no report of death or permanent injury associated with this event.